Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements. No adverse patient effects were reported. This lead remains in service.

Event description:
No additional information.